Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the arm. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
The device was received deployed. The cannula assembly and needle mechanism was inspected and no damages or abnormalities were observed that could contribute to the cannula inserting improperly. The exact cause of the improper insertion could not be conclusively determined. The cannula assembly and bottom housing were inspected and no damages or abnormalities were observed that could cause skin irritation. Although no issues were observed, the exact cause of the reported skin irritation could not be determined. Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.